Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasonic probe could not be determined, however, the issue was likely the result of wear due to repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the bending angle in up direction did not meet the standard value due to wear of angle wire, a cracked adhesive on the bending section cover, water tightness lost due to a pinhole on the bending section cover, a buckled universal cord, a cut on switch 1, a scratched upward/downward angulation control knob, a discolored forceps channel and air/water cylinder, a peeled scope cover, a loose elevator channel plug, a corroded sheet holder due to water leakage, a defective displayed ultrasound image due to damage on the acoustic lens, and the number of missing element exceeded the standard value due to damage on the ultrasonic probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope's identification plate was peeled off and the device leaked in the washing machine. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap of adhesive on the distal end and a stain inside the lens through the gap as well as a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.